Event description:
It was reported that perforation and pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Prior to the procedure a small baseline pe was noted. A watchman truseal access system (was) was positioned. Prior to insertion of the watchman laa closure device & delivery system (wds), an effusion sweep was performed revealing the pe to be larger than it had been at baseline. The physician proceeded to successfully implant the watchman device. Upon removal of the wds and was the pe remained stable and the patient was monitored. During observation, the pe began to grow and a pericardiocentesis was performed. The bleeding would not stop so the patient was taken to the operating room where a perforation of the right atrial appendage was revealed. The perforation was repaired and the patient is reported to be stable.